Manufacturer narrative:
H.6 investigation summary: mgit 960 supplement kit batch 3145469 is composed of mgit panta batch 3145445 and mgit 960 growth supplement batch 3145460. The batch history record review for mgit 960 supplement kit batch 3145469 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 3145445 and mgit 960 growth supplement batch 3145460 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. No other complaints have been taken on either batch. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. Retention samples were inspected for growth supplement batch 3145460 (6 vials) and panta batch 3145445 (10 vials) and no media defects were observed. For further investigation two panta vials were reconstituted with two growth supplement vials. One panta reconstituted with growth supplement was placed into the 20-25-degrees celsius incubator (remaining supplement in the supplement vial was also incubated), and one panta reconstituted with growth supplement was placed into the 33-37-degrees celsius incubator (remaining supplement in the supplement vial was also incubated). At the end of a fourteen-day incubation period no microbial growth was observed in 4/4 incubated retention vials. One photo was submitted to assist with the investigation. The photo shows an uncrimped capped (the stopper is still in the vial) reconstituted panta vial. There appears to be possible fungal contamination in the vial. The product information cannot be observed from the photo. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed. No complaint trends for this defect have been identified for this product no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit, biological contamination was found in one kit. No patient impact reported. The following information was provided by the initial reporter: "fm in mgit supplement."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit, biological contamination was found in one kit. No patient impact reported. The following information was provided by the initial reporter: "fm in mgit supplement."